Manufacturer narrative:
Method: risk assessment; result: the reported event was confirmed via correspondence with the sales representative. The reported event resulted in a revision surgery to remove the fractured construct and replace it with a new construct. It was reported that there were no complications during the initial surgery, the bone quality was good and that the patient did not experience a fall. An x-ray of the initial implantation was provided and no anomalies were observed. Manufacturing files were not reviewed due to no parts or lot provided. The device has not been returned for evaluation. The root cause of the reported event could not be determined.

Event description:
It was reported that; occipital plate broke and replaced with the 100 degree occipital plate and extension of screws from c7 down to t4.

Event description:
It was reported that; occipital plate broke and replaced with the 100 degree occipital plate and extension of screws from c7 down to t4.